Manufacturer narrative:
Patient information is not available for reporting. (B)(4). Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a patient underwent an open reduction internal fixation (orif) with variable angle-locking compression plate (va-lcp) volar rim distal radius plate to treat the distal radius fractures. During the surgery, the surgeon drilled the bone through the second most hole at the distal end of the ulna side on the plate, using a variable angle locking drill guide. Then, he tried to insert a va-lcp buttress pin into the affected hole using a screwdriver. However, the pin could not be locked on the hole. The affected pin was removed. The surgery was completed without inserting a pin into the affected hole. The surgery was completed with a 30-minute surgical delay. There was no adverse consequence to the patient. This report is for one (1) 1.8mm ti va locking buttress pin. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient will undergo a removal procedure on an unknown date. The reason for removal is not reported, nor are any details about which implants will be removed.

Event description:
It was further reported that the revision procedure was not done, and it is unknown if there will be one in the future.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device was not returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: unknown drill guide (part# unknown, lot# unknown, quantity 1). Unknown screwdriver (part# unknown, lot# unknown, quantity 1). 1.8mm va locking buttress pins l20mm (part #: 04.210.090s, lot #: unk, quantity: 2). 1.8mm va locking buttress pins l22mm (part #: 04.210.092s, lot #: unk, quantity: 2). 2.4mm va locking screws l14mm (part #: 04.210.114s, lot #: unk, quantity: 3). 2.4mm cortex screw l14mm (part #: 401.764s, lot l270498, quantity: 1).

Event description:
Concomitant devices reported: va buttress pin (part# 04.210.092s, lot# unknown, quantity 2); va locking screws (part# 04.210.114s, lot# unknown, quantity 3); cortex screw (part# 401.764s, lot# l270498, quantity 1); unknown drill guide (part# unknown, lot# unknown, quantity 1); unknown screwdriver (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: drill guide (part: unknown, lot: unknown, quantity: 1), screwdriver (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR, device manufacture date: sterile part 04.210.090s, lot l682284: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: december 05, 2017. Expiry date: november 01, 2027. Non-sterile part 04.210.090, lot h493664: manufacturing location: monument. Manufacturing date: november 04, 2017. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: visual inspection: in total three (3) va-lcp buttress pin part 04.210.090s were returned, each pin is investigated in a separate product investigation, this investigation covers the most damaged pin. The visual inspection has shown that the thread flanks at the va locking screw are partially flattened. The anodized layer is not present anymore at the damages. Functional testing: a functional test was made at one of the intact va holes at the also received va-lcp volar rim distal radius plate and it was possible to lock the va-lcp buttress pin in the hole as required, the complained malfunction could not be reproduced. Investigation conclusion: based on the received information was it not possible to lock a va-lcp buttress pin part 04.210.090s in one of the va locking holes of the also received plate. In total three (3) screws of part number 04.210.090s were returned. As there is no lot number etched on the devices it cannot be defined which of them had the lot number l682284. Also it is unknown if one of the received va-lcp buttress pins was used back then when the issue occurred as per description the pin was removed back then. The visual inspection has shown that all received pins are more or less damaged from use. But the performed function test has shown that it was still possible to lock all of them in one of the intact plate holes. Only locking in the plate hole va4 was not possible as this plate hole is strongly damaged. Based on that it can be concluded that the damaged plate hole caused the complained malfunction and none of the received va-lcp buttress pins therefore the complaint is rated as unconfirmed for these devices related to the locking function. Nevertheless is the complaint rated as confirmed for this product investigation with the most damaged locking thread at the pin, the analysis code stripped was selected for this pin as the thread is partially stripped. Although the screw is still functional in the intact plate holes could the stronger damage compared with the other pins be an indication that this screw was used when the plate did get damaged. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.,investigation selection investigation site: (B)(6). Selected flow: device interaction/functional. Visual inspection: in total three (3) va-lcp buttress pin part 04.210.090s were returned, each pin is investigated in a separate product investigation, this investigation covers the most damaged pin. The visual inspection of this pin has shown that the thread flanks are intact, there are just slight wear marks from use visible. Functional testing: a functional test was made at one of the intact va holes at the also received va-lcp volar rim distal radius plate and it was possible to lock the va-lcp buttress pin in the hole as required, the complained malfunction could not be reproduced. Investigation conclusion: based on the received information was it not possible to lock a va-lcp buttress pin part 04.210.090s in one of the va locking holes of the also received plate. In total three (3) screws of part number 04.210.090s were returned. As there is no lot number etched on the devices it cannot be defined which of them had the lot number l682284. Also it is unknown if one of the received va-lcp buttress pins was used back then when the issue occurred as per description the pin was removed back then. The visual inspection has shown that all received pins are more or less damaged from use. But the performed function test has shown that it was still possible to lock all of them in one of the intact plate holes. Only locking in the plate hole va4 was not possible as this plate hole is strongly damaged. Based on that it can be concluded that the damaged plate hole caused the complained malfunction and none of the received va-lcp buttress pins therefore the complaint is rated as unconfirmed for this device related to the locking function. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.,investigation selection investigation site: (B)(6). Selected flow: device interaction/functional. Visual inspection: in total three (3) va-lcp buttress pin part 04.210.090s were returned, each pin is investigated in a separate product investigation, this investigation covers the most damaged pin. The visual inspection of this pin has shown that the thread flanks are intact, there are just slight wear marks from use visible. Functional testing: a functional test was made at one of the intact va holes at the also received va-lcp volar rim distal radius plate and it was possible to lock the va-lcp buttress pin in the hole as required, the complained malfunction could not be reproduced. Investigation conclusion: based on the received information was it not possible to lock a va-lcp buttress pin part 04.210.090s in one of the va locking holes of the also received plate. In total three (3) screws of part number 04.210.090s were returned. As there is no lot number etched on the devices it cannot be defined which of them had the lot number l682284. Also it is unknown if one of the received va-lcp buttress pins was used back then when the issue occurred as per description the pin was removed back then. The visual inspection has shown that all received pins are more or less damaged from use. But the performed function test has shown that it was still possible to lock all of them in one of the intact plate holes. Only locking in the plate hole va4 was not possible as this plate hole is strongly damaged. Based on that it can be concluded that the damaged plate hole caused the complained malfunction and none of the received va-lcp buttress pins therefore the complaint is rated as unconfirmed for this device related to the locking function. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: please note, this DHR review is for sterilization procedure only: part no.: 04.210.090s, lot no.: l682284, manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 05.dec.2017, expiry date: 01.nov.2027. Non-sterile 04.210.090 / h493664 was manufactured in us, (B)(4). Manufacturing location: (B)(4). Manufacturing date: 04-nov-2017. Part number: 04.210.090, 1.8mm ti va lckng buttress pin with t8 stardrive recess/20mm lot number: h493664 (non-sterile). Lot quantity (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection (B)(4) rev g met all inspection acceptance criteria. Packaging label log lppf, was reviewed and determined to be conforming. Components reviewed: part number: 04.211.032.999, 2.8mm ti screw blank 32mm 2.7 variable angle w/sds lot number: h315816. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.,lot number unknown.,lot number unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.